Event description:
Facility reported: they are wanting to know if they can use an instrument industries model be409 pilot tube replacement kit to repair leaky tubes. Company staff persons online and a staff person states they had three leaky trachs. A staff person states that they replaced the pilot on one and this cured the leak, advised the company could not advise them to do any repair on the products.